Event description:
It was reported to philips that the device was humming, battery was not charging, and the power indicator light was off. There was no reported patient or user involvement and no adverse patient/user impact.